Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 540 mg/dl at the time of the event. The customer stated that after the hospital staff gave her a manual injection of insulin and she changed her infusion set everything was fine. Nothing further was reported.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 563 mg/dl, 125 mg/dl, 535 mg/dl, and 132 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.